Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 355031 lot# n204029, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type screening device. (B)(4).

Event description:
It was reported that a patient had a dura tear. The reporter stated that after a lead revision, the patient noted that she could not feel her legs. The device system was removed for an MRI to be performed. The reporter stated that it was determined that there was a dural bleed. It was suspected that the dural bleed was from the implantation of the percutaneous leads. It was unknown of the dura was scraped during the implant. The reporter stated that it was confirmed that it was not a cerebral spinal fluid leak. It was reported that at this time the outcome "appeared to be positive" and the patient "was on the way to being normal." Additional information has been requested but was not available as of the date of this report.